Event description:
On (B)(6) 2012, pt reported the confirmation vibration of the infusion device did not occur at least twice in the last couple of weeks when he was bolusing using the side buttons. Pt stated, he has the infusion device on his leg when he is working so he can reach down and bolus using the quick bolus feature. Pt reported that on at least 2 occasions in the last couple of weeks he can recall, possibly more, that he pressed a side button and the infusion device did not vibrate to confirm the bolus. Pt stated, he had to lift his pant leg and watch the screen change the display, program the bolus amount, and then watch it deliver. Pt reported it did not vibrate at all during this time. Pt stated, the next time he bolused, it worked correctly on both occasions. Pt reported, it may not have beeped either during the times when it did not vibrate. Pt has not changed the battery since the concern began. Advised pt to change the battery. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product eval.